Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a partially blocked wash station. The fse replaced the wash station to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic erroneous results for multiple analytes including creatinine (cre), iron (fe), lactate dehydrogenase (ldh), magnesium (mg), phosphorus (phos), total bilirubin (tbil), direct bilirubin (dbil), gamma-glutamyl transferase (ggt) and cholesterol (chol) on their au5800 chemistry analyzer. The customer indicated 119 results of 96 samples were reran on another au analyzer and corrected. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.